Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported impedance check performed prior to programming the ins system showed contact 11 as ¿do not use.¿ there was an impedance of 40000 (do not use) on contact 11. All other contacts are in ¿good¿ range. No interventions were taken at this time. They were able to program around this contact. No patient symptoms were reported. No further complications were reported/anticipated.